Event description:
The customer reports the swg (spring wire guide) kinked during insertion.

Manufacturer narrative:
(B)(4). The customer returned a spring-wire guide (swg) for investigation. Visual inspection of the swg revealed 2 bends with offset coils in between the bends near the proximal end of the swg. In addition, the j-bend tip was slightly deformed. Microscopic examination confirmed the bends and offset coils. The offset coils appeared compressed and overlapped. The damage observed is consistent with damage that occurs when the guidewire is advanced against the needle bevel. Both welds were intact, full, and spherical. The bends in the swg body were located approximately 28 mm and 36 mm from proximal end. The offset coils were located in between the bends. The length and outer diameter of the swg were measured and were found to be within specification. The returned swg was able to advance through a lab inventory arrow raulerson syringe (ars) and introducer needle with slight resistance met at the location of the bends. A manual pull test confirmed both welds were intact. A device history record review was performed, and no relevant manufacturing issues were identified. The instructions-for-use provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. Visual inspection of the swg revealed 2 bends, with offset coils in between the bends near the proximal end of the swg. The damage observed is consistent with damage that occurs when the guidewire is advanced against the needle bevel. The returned swg was able to advance through a lab inventory arrow raulerson syringe (ars) and introducer needle with slight resistance met at the location of the bends. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use , it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the swg (spring wire guide) kinked during insertion.